Manufacturer narrative:
Pending engineering evaluation.

Event description:
Index surgery: (B)(6) 2017. During revision surgery, while removing the liner, the humerus fractured.

Manufacturer narrative:
Engineering evaluation noted that cause for the intraoperative fracture cannot be determined as no further details were provided, and the devices are not available for evaluation.

Event description:
Index surgery: (B)(6) 2017. During revision surgery, while removing the liner, the humerus fractured.